Event description:
It was reported that during the procedure to treat the left internal carotid artery the first xact stent was misplaced due to tortuous patient anatomy, and only partially covered the lesion. A second xact stent was deployed successfully to cover the lesion. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product as it was not returned for investigation. Factors that may contribute to inaccurate delivery include, but are not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. Based on the reported information, it is possible that the inaccurate delivery was due to misplacement during deployment. All xact stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. A review of the lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.